Event description:
Boston scientific received information that during the implant procedure and defibrillation threshold testing of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, the ICD exhibited an error code 1004. The physician had reported also to hear a pop at this time. High shock impedances of greater than 125 ohms were reported. Prior to defibrillation threshold testing, daily measurements had stable shock impedances of around 60 ohms. Technical services discussed the issue and advised that this rv lead be surgically abandoned and a different device and lead be implanted. The field representative later reported that the patient was to be scheduled for another procedure. The patient had occluded vessels on both sides and required epicardial patches. The device was then explanted and the rv lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.